Manufacturer narrative:
Please note that this device (nc solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (nc euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, an attempt was made to use one nc solarice balloon catheter when deflation difficulties were experienced. The device would not deflate at the lesion site, the device would only partially deflate at the lesion site which was sufficient to remove from the patient. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Correction: section b1 adv evnt/prod prob: corrected to product problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.